Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal coronary angioplasty procedure of the left anterior descending artery. The arteriotomy was 7fr. Reportedly, there was resistance upon advancement of the thumb advancer and the starclose se sheath did not completely split so the clip could not be delivered. The wings could be closed but resistance was met when the device was removed from the patient. The patient had a large bleed that required a transfusion with several units of blood. In addition, there was tissue damage at the ilio femoral level and a covered stent was implanted as treatment. A second access was required at the left common femoral artery (lcfa) with a 7fr sheath and hemostasis was accomplished with a proglide device. The patient was transferred to the intensive care unit (ICU) and was in stable condition. Reportedly, the patient status is good. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. Av review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.